Event description:
The complainant has reported that a female patient (age unknown) underwent a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure with placement of a biliary stent. The rapid exchange biliary stent system was implanted. Upon removal of the stent delivery catheter, a portion of the inner release catheter detached within the implanted stent. The clinician utilized a retrieval forceps to remove the detached portion of the catheter. The procedure was completed successfully. The stent remains implanted. The patient condition is reported as 'fine.' The patient did not sustain any ill effect or complications as a result of this issue.

Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause for this event.